Event description:
It was reported to philips that the system's motherboard and disk drive were faulty, preventing the system from booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. The scheduled patient was moved to another device. Philips has started an investigation of this complaint. The complaint device 722280 is not sold in the USA. However, a similar device 722222 is marketed in the USA under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that system's motherboard and disk drive were faulty, preventing the system from booting. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.